Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger lever was broken off, top case was chipped, bottom case had contamination and the tamper seal was broken/removed. The investigation determined that impact was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. The right plunger case and all plastic parts of the plunger head were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the syringe plunger lever was damaged on the pump. No adverse patient effects were reported.

Event description:
Additional information received via email: the pump was not in patient use while being checked by our technicians.

Manufacturer narrative:
Other text: additional information b5, h6. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).